Event description:
There is a device called an enseal that the surgeon uses during a tlh. The jaw of the enseal tool is normally two pieces, after several minutes of using the device, one side of the jaw split, resulting in 3 pieces to the jaw now. I was notified by the operating surgeon. No harm was to the patient. Device given to asst nurse mgr.